Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited no image, white residue in the air/water channels, and in the air/water cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the scope connector has moisture damage. The most probable cause of the reported issue is expected or random component failure without any design or manufacturing issue. A root cause for the white residue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.